Event description:
It was reported that shaft break occurred. A 7.0 x40, 75cm charger balloon catheter was selected to treat the lesion located in the left upper extremity. During procedure, the balloon was fractured. The device was removed and replaced for another of the same model to complete the procedure. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 7.0 x40, 75cm charger balloon catheter was selected to treat the lesion located in the left upper extremity. During procedure, the balloon was fractured. The device was removed and replaced for another of the same model to complete the procedure. There were no patient complications reported. It was further reported that it was the shaft that broke. The target lesion was 50% stenosed, mildly tortuous, and non-calcified. When it was found that the shaft broke, the balloon was immediately pulled out from the patient.